Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.017, lot: 9768883c, manufacturing site: bettlach, release to warehouse date: june 30, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Visual inspection the guide sleeve was received with the reported condition of not proper functioning. The guide sleeve presents surface wear consistent with use; in addition, there are some significant nicks and dents in the proximal part of the cannulation - this damage would affect performance of the device. Functional test a functional test with the mating instruments (part 03.037.021 / part 03.037.018 / part 03.037.024) was performed and confirmed that there is some resistance noted while assembling. Nevertheless, the assembly could be done. Dimensional inspection and functional test were performed per 100% at the time of manufacturing according to the test instruction with no irregularities noted. Dimensional inspection not required per selected investigation flow as root cause is use related. Document/specification review: the returned guide sleeve was manufactured in june 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Summary: the returned guide sleeve 03.037.017 was examined, and the complaint condition was able to be confirmed as there are some damages visible at the proximal part of the cannulation; hence the mating instruments (drill bit 03.037.021, drill sleeve 03.037.018, impactor 03.037.024) can only be assembled with great force. The review of the production history revealed that this guide sleeve was manufactured in june 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and the final quality release criteria were met before this batch was released for distribution. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the given complaint condition could not be determined. However, is most likely that inadvertent excessive forces in connection with an inappropriate alignment of the impactor during the blade insertion caused the damage of the sleeve guide, which in turn could eventually have affected the blade implantation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent surgery using the tfna implants. During the surgery, the surgeon connected the impactor to the guide sleeve and tried to insert the blade, but he could not insert it completely. He tried to insert the blade by hitting the guide sleeve with a hammer, but he was unsuccessful. He removed the blade and inserted it without the guide sleeve and applied the locking mechanism. The surgery was successfully completed with a less-than-30-minute delay. The patient outcome was reported as stable. After the surgery, the surgeon confirmed that the entry part of the blade had been deformed, but it was unknown when it had been deformed. No further information is available. This report is for one (1) blade/screw guide sleeve. This is report 3 of 4 for (B)(4).